Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4). Eval in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the centrifugal pump squealed. The customer noted multiple occurrences in the description of the complaint, yet, we have not received further info as to the number of units affected. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.